Manufacturer narrative:
Concomitant medical products: product ID: evolutr-29, serial #: (B)(4), ubd: 31-oct-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the release of this transcatheter bioprosthetic valve, the valve dislodged into the left ventricle. It was reported that to much push force on the delivery catheter system (dcs) while releasing the valve caused the valve to dislodge. Moderate central regurgitation and moderate paravalvular leak (pvl) were reported. The patient was unstable and cardiopulmonary resuscitation (CPR) was initiated. A second valve was implanted which helped the patient improve, however mild central regurgitation and pvl remained. No additional adverse patient effects were reported.